Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. Issue was going on for the past 3 months. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, there is no visible damage of the keypad. Testing confirmed intermittent unresponsiveness of all keypad buttons, requiring multiple presses to evoke a response. None of the buttons on the keypad have normal spring back or click. The keypad was removed to investigate revealing contamination under the contacts of all buttons.